Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states, the button on the right stroller handle broke and popped out.